Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation), h10.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unable to read pressure. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found no error code in the log files. The fse plugged in trainer to test function and was unable to duplicate the issue. The pressure and ECG were able to be read. The unit passed all factory specifications and was handed back to the customer.

Event description:
N/a.